Event description:
It was reported by service report that the cot is leaking hydraulic fluid from the hydraulic sub-assembly. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Other: hydraulic sub-assembly.